Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with the implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both this right atrial (ra) lead and the right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 patient codes.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with the implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both this right atrial (ra) lead and the right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported.